Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged an in-warranty replacement pump to be sent by express shipping, instructed customer to let battery fully deplete before returning pump with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.